Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned expedium quick connect si polyaxial screwdriver found the tip of the driver has been sheared off. The driver tip that was sheared off was not returned for analysis. No other problems that would affect the functionality of the device were found. Fracture analysis revealed plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern. The root cause of this issue may be plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A device history record review for the expedium quick connect si polyaxial screwdriver was conducted. No discrepancies were observed during the manufacturing process. As such, no issues were identified during the manufacturing release of this product that could have contributed to the problem reported by the customer. Therefore, the product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and a data review has been opened to further investigate the complaint. A supplemental report is not anticipated unless further actions are required as a result of the data review. No corrective and preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a t10-ilium fusion with an expedium ti 5.5mm rod system, the screwdriver tip broke off while full inserted into the right iliac 9x100mm poly screw. An 8mm tap was used prior to screw insertion. The fragment of the screw was retrieved and discarded by the physician. There were no patient complications to the patient as a result with a one minute delay to the procedure.